Event description:
It was reported that, the pt had right and left tka on (B)(6) 2010. The left knee did not hurt the pt at all until immediately after she had a MRI taken on (B)(6) 2012 because both knees were swollen. The MRI techs were uncomfortable performing an MRI on an implant pt, but they left it up to the pt and the surgeon's discretion. Her left knee is still swollen and painful since the MRI was taken.

Manufacturer narrative:
Add'l info has been requested, and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat #unk lot #unk description: size 4 femur left, cat #unk lot #unk description: insert 11 mm posterior stabilized left, cat #unk lot #unk description: patella 38 mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.